Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: what instruments were used to grasp the needle? Where was the needle grasped during use? What was the size of the needle used? What tissue was being sutured when the event (needle breakage) occurred? Was there any change in the patient¿s post-operative care? Are any plans in place to remove the needle piece in future? What is the patient¿s current status? What is the patient age, weight, and medical history? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent laparoscopic myomectomy, adenomyomectomy, pelvic adhesions separation, hysteroplasty, bilateral mesosalpinx cyst removal and abdominal drainage on (B)(6) 2023 and suture was used. The patient was admitted with "irregular vaginal bleeding for 1+month" and diagnosed with multiple uterine fibroids. The patient underwent surgery, during which suture were used to suture the uterine cutting edge to achieve hemostasis. The surgery began at 13:13, and the doctor took out the needle that sutured the uterine cutting edge at 16:00. The instrument was checked for completeness according to operating procedures, and it was found that there was a defect of about 1mm in the tip of the needle. Immediately check with the itinerant nurse and compare with needles of the same size to determine any defects. Simultaneously report to the chief surgeon and head nurse on stage. The chief surgeon immediately searched the pelvic and abdominal cavity repeatedly under laparoscopy. After rinsing with a large amount of physiological saline, the flushing solution was aspirated and filtered with a treatment towel to search, and iron was used to search, but none was found. After reporting to the medical department by phone, the dean went to the operating room and contacted the radiology medical staff to assist in searching using the c-arm. However, no findings were found and the abdomen was closed as usual. At the same time, the surgeon and hand washing tour nurse should strengthen intraoperative verification during the surgery. There were no adverse patient consequences reported. No further information was provided.